Manufacturer narrative:
Batch review performed on 03 jun 2019: lot: 173279: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 179197 44 items manufactured and released on 11-apr-2018. Expiration date: 2023-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 month and half, after primary, due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.